Event description:
This event became reportable based on the investigation approved 05-may-2005. While opening the package of the quantum maverick monorail ptca catheter, the shaft of the balloon was broken to two pieces.